Event description:
This 48 year old female had breast reconstruction surgery with implantation of silicone gel breast implant x-1 in 1988 for congenital breast deformity. The manufacturer of the implant is unknown to this reporting facility. Pt now fears effects of silicone and desires implant of saline-filled. Gross exam: a small fenestration is demonstrated near the center of the implant.